Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The patient reported that the top part of the inside of the battery compartment was discolored. The patient denied any cracks in the pump case. The patient reportedly noticed the issue ¿a while ago¿, but has continued to use the pump without any reported issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.